Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient said when they are trying to charge the implanted neurostimulator they get no device found and the controller says stimulator is off since a month ago. Patient said they hadn't charged the implant in a long time because her back wasn't bothering her but they had to have an MRI and had to put the implant into MRI mode. Patient stated once they would charge the implant the battery said it was charged but when they would get there it was dead. Agent asked patient to inspect the recharger for damage and patient said there is no damage on the recharging antenna cord or controller port but the cord is loose and wiggly if they take a hold of it. Patient started charging the implant and getting excellent recharging quality. Controller show 70% and implant 50% charged. Agent asked patient to navigate the controller screen and implant is showing off. Agent assisted patient with turning therapy on. Agent reviewed therapy on/off meaning and how to unlock the controller screen. By the end of the call controller show ins 60% recharging excellent and controller 70% charged. Agent called patient back and reviewed MRI mode function and ins will need to charge in order to activate MRI mode and patient said she knows that and knows how to activate MRI mode. Agent reviewed controller is functioning as intended. The issue was not resolved. An email was sent to the repair department to replace the recharger antennacord device. Patient provided new address and phone number. Additional information received from patient. Pt called back stating they received the recharger replacement. Pt tried charging the implant, it said it was low, and when pt went to charge it was on looking for device and pt could not get it to recharge. Had pt use the equipment on the call. It went to charging screen. Pt confirmed they were getting a normal charging screen. The implant was in red. Reviewed to keep charging the implant and then pt can turn it on or go into MRI mode if needed. Pt also mentioned they charged the implant one day and next day it was in red. Reviewed depletion rate depends on usage and settings. Additional information received from patient. Pt reported she received an rtm cord but she is still having an issue with recharging the ins. Pt stated when she connects the new rtm cord she is getting message " battery low recharge soon"pt presses ok and positions the paddle. Then it will say battery low recharge soon." On the call pt tried to connect to charge the ins and pt reported seeing "connect the recharging cord but it was already connected. No visible damage reported. See request to repair team for the controller attached additional information received from patient. Patient called back and was having difficulty with pairing instruction. Patient may have skipped date, time and numbers, because they were not coming up for them and all they saw today was to select for implant and then went to the 'connect [13]' screen. Patient plugged in recharger (confirmed was replacement with serial number) and the screen would not progress. Agent had the patient reset the controller by removing battery pack and plugging into ac power; screen came on and green light started flashing when battery was reinserted. Agent had patient clean connection pins of controller and recharger then try again, but the issue persisted. Agent reviewed information and will have one more recharger sent, as the controller otherwise reacted normally to ac power and battery. Patient expressed their frustration that they had been in pain since they fell on the location of their ins. Ever since then, the ins seemed like it wasn't in the right place and above it was a 'rectangular box or something' and if they touch where the ins battery is it hurts a lot. Pt called back stating that they went to try and turn the ins off by using the white button on the top of the controller, however nothing was happening. Pt was seeing the connect the recharger screen. Agent reviewed case notes and advised the pt that the controller would first need to be paired to the ins before the ins could be controller, so they would need to wait for the replacement recharger to arrive first. Pt will most likely call ps back tomorrow for further assistance once they receive the replacement recharger.